Manufacturer narrative:
Device evaluation: eighteen devices were received and evaluated for the device fell off complaint. All devices were inspected. All devices showed signs of remaining adhesive residue and were deemed to have sufficient adhesion strength. However, due to the condition of the foam pads, the original adhesive properties could not be verified, and the complaint cannot be confirmed.

Manufacturer narrative:
Devices were received and are pending investigation. A follow-up report will be submitted to provide the investigation findings.

Event description:
The patient reported that over the last 6-8 months, they have experienced issues with the v-go 30 devices falling off. It was reported that device samples are available for return to the manufacturer for evaluation.